Event description:
The following has been reported: not initializing. Put in the correct information and will not connect. A preliminary review of the device log files was not performed. The device was returned for evaluation. Upon return, the pump provisioned and initialized as normal in provisioning. When connecting the pump to run a mock infusion, the pump was erroring with a message of "tubing set not recognized". The pump was reverted to bring up mode to run the set ID test. The pump failed for set ID error. The set ID will be removed and replaced in repair. No other damages were found. Reporting as a conservative measure due to the set ID issue identified during investigation. No adverse effects were reported.